Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: a review of the black box and alarm history revealed call service (cs) 087 alarms. During evaluation, the pump alarmed a cs 069 upon start up. A component failure was found on the printed circuit board. The component was replaced and the pump was able to power on and exercised with no further alarms. Unrelated to the complaint, the text on the display screen was found to be dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.